Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Per the service representative performed an on-site assessment and replicated the reported event. To resolve the issue, representative replaced the nonconforming illuminator module, then found the system to meet specifications per service test procedure (stp). The root cause of the reported event is attributed to nonconforming illuminator module. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. The manufacturer internal reference number is: 2023-31063

Event description:
A customer reported that during vitrectomy an ophthalmic console had laser lighting issue. Procedure was completed on the same day with no report of patient harm.